Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the right ventricular lead in the bipolar configuration. The unipolar configuration showed low impedance. No patient symptoms were reported. The lead was successfully capped and replaced.